Manufacturer narrative:
(B)(4).

Event description:
It was reported that cardiac arrest and death occurred. The patient was undergoing treatment for deep vein thrombosis. Heparin was infused prior to the case. A zelantedvt clothunter helical rotation device and zelantedvt catheter were selected for use. After power pulse was performed, the clothunter was inserted and run proximal to distal through the treatment area. The clothunter was then advanced for a second run through the treatment area when the patient experienced chest pain and became unresponsive. The patient experienced a cardiac arrest and ultimately passed away.